Event description:
It was reported the camera head had poor connection. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation found a flaw (hole) in the camera cable. A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.